Event description:
New information indicated that device was reprogrammed, oversensing issue was resolved and patient is fine.

Event description:
It was reported that during implant, ventricular oversensing was observed and pacing was inhibited. After reprogramming the device, pacing improved. Myopotential oversensing was suspected. Further programming change was recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.